Event description:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on (B)(6) 2018. This spontaneous case was reported by a regulatory authority and describes the occurrence of medical device removal ("essure removal / she lost the fallopian tubes") and general physical health deterioration ("she was completely disabled because, after essure insertion, her condition become worse") in a female patient who had essure inserted. The patient's past medical history included surgery (three important surgeries in pelvic area). Concurrent conditions included nickel sensitivity and rheumatoid arthritis. On an unknown date, the patient had essure inserted. In 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced general physical health deterioration (seriousness criterion disability). Essure was removed in 2016. At the time of the report, the medical device removal and general physical health deterioration outcome was unknown. The reporter provided no causality assessment for general physical health deterioration and medical device removal with essure. The reporter commented: essure implantation is not allowed (according to the patient) but in her case, the procedure was performed without previous tests. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: medical device removal - the analysis in the global safety database revealed 756 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (aemps, reference number:(B)(4)) on 11-jun-2018. The most recent information was received on 20-jul-2018. This spontaneous case was reported by a regulatory authority and describes the occurrence of medical device removal ("essure removal / she lost the fallopian tubes") and general physical health deterioration ("she was completely disabled because, after essure insertion, her condition become worse") in a female patient who had essure inserted. The patient's past medical history included surgery (three important surgeries in pelvic area). Concurrent conditions included nickel sensitivity and rheumatoid arthritis. On an unknown date, the patient had essure inserted. In 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced general physical health deterioration (seriousness criterion disability). The patient was treated with surgery (fallopian tube removal). Essure was removed in 2016. At the time of the report, the medical device removal and general physical health deterioration outcome was unknown. The reporter provided no causality assessment for general physical health deterioration and medical device removal with essure. The reporter commented: essure implantation is not allowed (according to the patient) but in her case, the procedure was performed without previous tests. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 20-jul-2018 for the following meddra preferred term: medical device removal - the analysis in the global safety database revealed 877 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-jul-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.